Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing which included clear passage and pressure testing were performed; and the device performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set disconnected. The event was further reported as "the tubing came loose from the hub on the set". This issue was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.